Event description:
It was reported that a non-dehp solution set leaked during priming. It was reported that a section of the tubing had a small crack in it. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Visual inspection of the sample was performed and confirmed the presence of a cut/slice/hole on tubing. Pressure testing was also performed and confirmed the reported issue. The cause of the issue was undetermined.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.